Event description:
A healthcare professional reported that pre-operatively on (B)(6) 2016 contact 2 had displayed greater than 40,000 ohms at 3v which was identified through impedance testing prior to surgery. Out of range results were greater than 10,000 on c/2, 0/2, 1/2, and 2/3. The implantable neurostimulator (ins) was replaced which had resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.